Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer also reported that they did not receive a sensor error alert and did receive a calibration error alert. Customer's blood glucose value was 44 mg/dl at the time of incident. Current blood glucose level was 88 mg/dl. The customer declined troubleshooting for low blood glucose. Customer's outcome pertaining to the complaint. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed inf set.